Event description:
It was reported that the device will not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer indicated they observed blown fuses on the power pcb. Physio-control has provided the customer part number and pricing for a replacement power pcb assembly. The device has not been returned to physio-control for evaluation.